Manufacturer narrative:
B5: no additional information received from customer. D9: additional information; h2: additional information, device evaluation; h3: additional information; h4: additional information; h6: additional information. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no adhesive at the forceps cover and a cut on pink rubber. A root cause could not be identified for the cut on pink rubbber. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. A root cause could not be identified for the detached adhesive. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ultrasound gastrovideoscope has blank ink like fluid come out of the tip of the scope after disinfection. It is unknown when this malfunction occurred. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.